Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient was concerned about the ipg moving in the pocket site as well. The physician assessed the pocket site and offered to revise the pocket site but the patient declined. The physician prescribed lidocaine patches to relieve the pain.